Event description:
This lead was implanted on (B)(6) 2008. It was reported to technical services on 1/13/12 that the pace/sense portion of the lead failed and was replaced. Yoke to tip, lead looked fine. Pace impedance went from 900 to 2000, thresholds went from 0.3 to 1.9, noise on pace sense lead. Working with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).